Event description:
On 2nd february 2024, rayner receved notification from its distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that a resistance was experienced during iol injection, and that following lens implantation, piece of iol was observed missing, leading to lens explantation from the capsular bag.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a resistance was experienced during iol injection, and that following lens implantation, piece of iol was observed missing, leading to lens explantation from the capsular bag. Lens explantation was completed in the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use fmea identifies the following as possible causes of trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available to establish the cause of the damage to the lens post injection.